Event description:
It was reported that this pacemaker exhibited farfield oversensing on its right ventricular (rv) channel. Technical services (ts) was consulted and reviewed stored data. Ts discussed the device current programmed settings and programming options. This device remains in service. No adverse patient effects were reported.